Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 235 mg/dl. A system check was performed and the pump performed as intended. Insulin deliveries were resumed after loading a new cartridge onto the pump.